Event description:
A customer reported a malfunction on their pump, identified by code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reoccurs.